Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that three point of care unit (pcu) the front cases needed to be replaced.

Manufacturer narrative:
The customer reported that three point of care unit (pcu) front cases needed to be replaced was confirmed on 1 out of the 3 received front cases. Physical inspection noted the keypads were observed to be in good condition with no issues observed. During internal inspection the keypad was found with signs of fluid ingress where the flex cable meets the circuit layer. Also observed on keypad b was signs of crack damage on the traces. The front case keypad was connected to the cad pcu test fixture for functional testing. Keypad a (p/n tc10012515): all keys functioning as intended. Keypad b (p/n tc10012515): all keys functioning as intended with the exception of s6, 1 ,4 ,7, clear, silence. Keypad c (p/n tc10013664): all keys functioning as intended. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the (B)(6) service history record showed the device had a manufacture date of 06/10/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/11/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 : only a keypad was provided for investigation.

Event description:
It was reported that three point of care unit (pcu) front cases needed to be replaced.

Event description:
It was reported that three point of care unit (pcu) front cases needed to be replaced.